Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD; 6935m62 lead, implanted: (B)(6)2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged from insertion tool. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead and the insertion tool were returned. Visual inspection was performed, and found the helix bent. No anomalies were found on the insertion tool. Then mounting the lead on the handle, the lead is properly mounted on the handle, and the electrode head stay secured in the handle tip. If information is provided in the future, a supplemental report will be issued.